Manufacturer narrative:
One sample was returned for evaluation. Device history records for reported lot did not reveal any abnormalities or non-conformances. Leak testing was performed by inflating the cuff with 5cc of air. A leak was detected near the distal side of the cuff next to the adhesive band. Using magnification, two small holes/cuts were observed at the point of leak. The reporter stated the unit had been in use for 2 weeks prior to detecting a leak. Investigation was unable to determine a definitive root cause for the reported failure.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that during use of the listed device on a ventilator dependent patient the ventilator alarm was alarming. The mother of the patient and clinician kept inflating the cuff, but were unsuccessful in resolving the issue. Eventually the trachestomy tube was changed. Upon inspection a pinhole leak was discovered. The cuff had not been tested prior to use and had been in use 2 weeks prior to the reported event.